Event description:
The customer reported that the system displayed a communication failure error message and locked up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The following circuit boards were reseated: the fluoro functions board, generator interface board and high voltage regulator board. The system was then found to be operating as intended.